Event description:
Tampon string ripped off [device breakage]. Case narrative: consumer reported via phone that the tampon and string ripped off. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.